Event description:
The pt had a catheter revision; the entire catheter was thought to have been replaced during this revision procedure. Since then, it was reported that the pt's incision was red, swollen and leaking fluid. The pt stated that the pocket site was swollen "like a cucumber". The pt had said that her physician was treating her for an infection and thought that the leakage may have been spinal fluid. The physician was going to do a blood patch in 2009. The pt had stated that she was "feeling better after the blood patch". The pt had a follow-up appointment with her physician after the blood patch procedure. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.